Event description:
Facility stated "patient partially fell out of lift during transfer. Discovered that end strap came undone during transfer due to user error."

Manufacturer narrative:
Invacare received a 3500a medwatch report, uf/importer report # (B)(4), referencing an incident which occurred on (B)(6) 2012 for an invacare rps350-1 lift. Invacare called the facility, (B)(6), to obtain additional information and it was discovered that the lift involved in the (B)(6) 2012 incident was not an invacare product. The correct manufacturer is sunrise medical located in (B)(4). The model number is er600-2160. The information that invacare received has been forwarded to sunrise medical for their investigation.